Event description:
Employee alleged h2o2 contact when removing a processed load from the sterrad. The employee noted a wet mark on the wrapped instrument and touched it. Immediately the thumb and middle fingers of her left hand began to burn. Employee was not wearing personal protective equipment (ppe). Employee sought medical attention, receiving a burn ointment. It was noted that a package was on top of the instruments. It was discovered that a biological indicator had burst open and leaked on the wrapped instrument.

Manufacturer narrative:
The product IFU (instructions for use) reads in part "asp recommends gloves to be worn when handling cyclesure bi as peroxide burns can result if the media ampule is broken..."